Event description:
Revision of an optetrak tibial tray and tibial insert for an unk cause. This event occurred outside of the us, in (B)(6), and was discovered through post market surveillance activities.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for eval. Additionally, the device specific identification info was not provided, precluding a review of the device history record.